Manufacturer narrative:
Correction: device. Evaluation: one sample was received for evaluation and the reported event of foreign material was confirmed. A visual inspection was performed and it was observed inside the pouch the presence of a strand of hair. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, a piece of hair was found contained in the package. The customer reported that there was no patient involvement.